Manufacturer narrative:
Concomitant medical products: 211266 compr srs anti rot ic seg30mm 351820, 110029939 compr srs 60mm dst hum bdy rt 588380, 211269 compr srs small flange 155830, 211236 compr srs mod stem -8x100mm 365290, 00840009500 articulation kit size 5/6 1 axle pin,1 humeral bearing a, 2 ulnarbearings b, sterile product do not resterilize 63969923 or 64058955, 00111914001 palacos lvg 1x40 single 87014599. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a revision shoulder arthroplasty for humeral bone loss. The surgeon elected to use the ulnar component and to implant it into the radius. The surgeon was informed this was off-label-use. Subsequently, the patient underwent I&d (irrigation and debridement), arthrotomy, muscle flap, and wound closure procedures approximately 2-3 weeks following a procedure due to wound site complications. Necrosis of the triceps was noted. Patient then underwent an elbow revision procedure approximately 2 weeks later due to continuing wound site complications, ulnar component fracture, and infection. No additional information is available at this time.

Manufacturer narrative:
UDI: (B)(4). The complaint was confirmed based on the medical records that were provided stating, during the surgery on dec 1, 2018 only broken half of the ulna stem and poly was removed. The other half of the ulna was left in the radius. Review of the device history records identified no deviations or anomalies. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown distal humeral component; unknown intercalary assembly; unknown humeral stem. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a revision shoulder arthroplasty for infection. The patient had severe humeral bone loss. The surgeon elected to use the ulnar component and to implant it into the radius. The surgeon was informed this was off-label-use. Subsequently, the patient was revised two months post implantation due to ulnar component fracture. No additional information is available at this time.